Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2017 and a temporary pacing wire was used. During the procedure, the needle pulled off. The needle piece didn't fall inside of patient. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.